Manufacturer narrative:
The root cause is attributed to a faulty axes controller spar connector (acsc) board, causing recognition issues within the universal surgical manipulator (usm) one.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found in system logs, the 1162 error was found indicating ac magnetic cannula sensor fault on the axes controller spar (acs) board, confirming the fault occurred in the field. Upon visual inspection, the axes controller spar connector (acsc) was found that fluid intrusion would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the acsc printed circuit assembly (pca) and cannula flat flex cable (ffc) were aba tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the acsc pca and the cannula ffc.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system before surgical ports placement, an operating room (or) staff contacted tech support while setting up for a procedure to report that the system powered on with error 1162. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the caller through a hard power cycle and exercised the cannula mount on universal surgical manipulator (usm) arm 1, but there was no change. The customer elected to proceed the procedure as planned using three arms.